Event description:
(B)(6) issued safety alert al24-01 regarding fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. We have not attributed any adverse events to our compromised mattresses but have been instructed to place FDA medwatch for all compromised mattresses. Hill-rom versacare p500 mattress covers, 4 compromised with fluid egress. Reference report: mw5160918, mw5160920 and mw5160921.